Manufacturer narrative:
On an unspecified date in (B)(6) 2017 reported as "approximately 10-14 days ago", the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. On an unspecified date, the patient presented to the emergency room and was subsequently hospitalized for the peritonitis. The same day, the patient was treated with vancomycin (unknown route and dosage) for peritonitis. The cause of the peritonitis was unknown. At the time of this report, the patient had completed vancomycin treatment and was recovering from the peritonitis. The patient¿s pd catheter was removed, pd therapy was discontinued, and the patient was performing hemodialysis. No additional information is available.